Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's phone broke down and was not able to utilize the omnipod 5 application. Subsequently, the patient turned the pod controller on but displayed an "app startup in progress" message and was stuck on the initialization screen. Symptoms reported include vomiting. The patient was treated with unspecified intravenous fluids and insulin drip. The patient was discharged one week later. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.